Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The patient stated on (B)(6) 2018 they were changing groups and felt a zapping sensation. The patient stated they had not fallen. On (B)(6) 2018 the patient tried changing programs and felt zapping through the arms and legs. The patient also noticed not seeing the on/off on the programmer screen. During the call, it was reviewed how to change programmer icons so the patient could see on/off. The patient could then see on/off. The patient was redirected to follow up with the hcp regarding the symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer called back and stated the steps he took to resolve the zapping sensation was by going to several doctors. The caller stated the zapping sensation had been resolved and there was no concern about the ins.